Event description:
A #7 french vascular sheath was inserted into the common femoral artery. Through the #7 french sheath, an 8 mm x 3 cm long vascular stent was placed. The sheath was then withdrawn. The balloon was then inflated. The stent was deployed. Follow-up arteriogram shows slight irregularity proximal to this lesion. Therefore, a second stent was to be placed. Through the same vascular sheath, a second 8 mm x 3 cm stent was then inserted. The stent was placed in the appropriate position. The sheath was then withdrawn. The angioplasty balloon was then started to inflate using the inflator; however, the balloon ruptured long before the recommended atmospheric pressure was reached which was 6.5. The balloon ruptured just at the start of inflating the angioplasty balloon. The stent was only partially distended and had an hourglass appearance with the proximal as well as distal end flared. The stent could not be retrieved at this point into the vascular sheath. Therefore, with multiple and extensive manipulation, the ruptured angioplasty balloon and a second angioplasty balloon catheter were then inserted through the vascular sheath and placed in the appropriate position for the stent. However, the stent now was over the vascular sheath and the stent could not be satisfactorily deployed. The stent was advanced past the initial stent to a more proximal aspect and the slightly flared legs were then gently approximated to the other stent, and at this point the vascular sheath could be withdrawn out of the stent. The balloon was then inflated. However, the positioning was suboptimal and it separated from the first stent by approximately 2-3 mm in length. Following the deployment of this stent, angiogram was then performed. After the extensive manipulation in retrieving the stent following equipment failure, there was thrombosis noted within the right iliac artery extending down into the right common femoral artery. At this point, the only choice of further therapy would be urokinase. Urokinase was then started following a hand injection and infusion of 100,000 u followed up by 100,000 u for several hours. Surgery was greatly prolonged. (*)